Event description:
Revision surgery - to convert from a bipolar to a total hip arthroplasty. There was no component failure.

Manufacturer narrative:
The reason for this revision surgery was to convert a bipolar to total hip arthroplasty after 5 years, 8 months, 25 days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 2 prior complaints reported against this part; this is the first complaint against this lot number. This event was reported as non-product related and a root cause for the conversion was not reported. There was no information reported that evidences a material, design or manufacturing problem with the product.